Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on the patient sample on the immulite 2000 instrument. Quality controls (qc) recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total system check and inspected the instrument. Then, the cse replaced the dual resolution diluter (drd) seals and performed slight adjustments which included tightening of the sample carousel belt. The cse ran the watertest diagnostic and results were within specification. The cse also ran a precision study using qc and the qc were within acceptable limits. The cause of the discordant total hcg results could not be determined from the available information. A sample specific issue potentially contributed to the discordant, falsely elevated total hcg results. The instrument is performing according to specifications. No further evaluation of this device is required the sample was initially processed on 02-jun-2020 and this information was captured in MDR 2247117-2020-00031.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned the result as the result was too high for a patient undergoing the first cycle of in-vitro fertilization treatments. The sample was repeated in duplicate on the same immulite 2000 instrument. The repeat results were lower than the discordant result. The repeat result of 1.00 miu/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total hcg result.